Event description:
Customer reported blood glucose results of 202 mg/dl and 94 mg/dl within 10 mins on the compact system. Customer took medication based upon symptoms. No adverse event reported. A request was made for the return of the system, replacement was sent.